Manufacturer narrative:
D.2. Medical device type: jka, fpa. H.6. Investigation summary: "material #: 367344. Lot/batch #: 3125421. Bd had not received samples, but 1 photo was provided for investigation. The photo shows the device unit packaging. Additionally, 30 retention samples from bd inventory were evaluated by functional draw testing and no issues were observed relating to air bubbles as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode air bubbles. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that during usage of bd vacutainer® push button blood collection set there were air bubbles forming in the tubing and preventing the tubes from filling properly. Recollection of specimen was required. The following was reported by the initial reporter: it was reported by the customer that they are having leaking butterfly for cat 367344, lot 3125421. Per staff statement, it was a 21g butterfly. They were initially using the buttery fly with the luer and hub attachment for an ac draw of the patient. They were getting blood from the patient, but then long streaks of air, then blood, and then air again. They thought that this might have been because it was because it was the vacuum from the setup, so they exchanged the hub and luer for a syringe; staff still received the same result. They found the air was coming from a crack or a loose seal in the top portion of the butterfly, not the tubing. Did the specimen(s) need to be recollected?: yes. Did exposure to blood/ bf occur?: no.